Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and found that the customer had disposed of the original power cable prior to stm's arrival. The stm replaced the missing power cable and performed full functional check, performance test, and safety analysis. The iabp was returned to clinical service.

Event description:
The customer reported that prior to use on a patient, it was observed that the power cord of the cs300 intra-aortic balloon pump (iabp) was arced and burnt out. No adverse event was reported.

Manufacturer narrative:
Corrected field: g4 (on (B)(6)2018 we discovered that the correct aware date for this complaint is (B)(6)2018. This was incorrectly reported in the initial MDR).

Event description:
The customer reported that prior to use on a patient, it was observed that the power cord of the cs300 intra-aortic balloon pump (iabp) was arced and burnt out. No adverse event was reported.